Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Customer reported that a codman disposable perforator did not stop during surgery. Surgeon mentioned that the patient is fine. No other details available. The surgeon also stated that the disposable perforator used during surgery was discarded and the product code and lot number are unknown.